Event description:
Pt wrote a letter that was rec'd in 2002. Attempted several times to contact the customer to obtain more info. There was no answer. In the letter, pt provided the following info: pt stated they had "one of those meters". Pt did not know what was wrong with it. Since 2001, the "numbers faded out and it gave false blood sugar readings. Pt was getting low readings "like 48-52 and one time it read 9". Pt had to go to the hospital all three times because their sugar was too low. Unknown what the hospital readings were and also unknown if pt was treated. Pt did not mention which meter they had. The serial number of the one touch profile meter documented is the one from the refund transaction history. Unknown if this is the same subject meter that pt wrote about. Sending a letter to the customer.